Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the 355sd trocar disarmed prematurely for no apparent reason. The surgeon opened another trocar to complete the case. There was no consequence to the pt.